Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred during infusion with a large volume infusor. The location of the leak was unspecified. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured (B)(4) 2017 - (B)(4) 2017. The device was received for evaluation, containing approximately 100ml of fluid in the bladder. A connector was attached to the infusor¿s luer. The connector is not a baxter product. During visual inspection, the leak was observed at the connector. Further inspection revealed the cause of leak was due to a crack located on the connector. No evidence of a leak was found on the infusor device; furthermore, no abnormality or defect was found on any parts of the infusor device. The reported condition was verified. The cause was the crack on the non-baxter connector. The cause of the crack could not be determined. The infusor was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.